Manufacturer narrative:
Corrected data in fields d4 and d9. The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for. The non-visual device investigation has been completed. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance broke. Reportedly the anchor became loose. No injury was reported.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. Manufacturer reference: (B)(4).